Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced pooling of liquid at the cannula on (B)(6) 2026 and there was redness at the injection site. The patient mentioned that the cannula was not 100 percent waterproof, so the adhesive around the patch became wet. Patient experienced the symptoms of weight loss and her legs became weak and the patient is following closely with a neurologist. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.